Event description:
Ous MDR - it was reported that about 7 months after the implantation oversensing resulting in two shocks was reported. All measurements were good during the follow-up, however the oversensing could be reproduced while moving the ICD in the patients pocket. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion and a damaged insulation. In particular at approx. 24.5 cm distal to the is-1 connector pin the insulation was found rubbed through. The coating of the conductor cables to the ring electrodes a1 and a3 was found damaged in this area. This insulation damage can be considered as the root cause for the observed noise issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.